Event description:
The customer reported the flip flop brake levers were stripped out. Customer was having a hard time getting it to lock. Removed and replaced brake handles.

Manufacturer narrative:
The ge service rep removed and replaced brake handles.